Event description:
It was reported that the event occurred in the cath lab. The intra-aortic balloon ('iab') was prepped per instruction. The md inserted the super arrow-flex ('saf') sheath into the pt's femoral artery. As the md was advancing the iab into the sheath, it "made it most of the way through the sheath and then jammed." As a result, the iab was not inserted into the pt. The md removed the iab and the saf sheath as one unit. A second iab was requested and inserted without difficulty.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.